Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported the customer was hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was 254 mg/dl at the time of admission. The mother reported the customer had severe pain in their lower back and left abdomen. It was also reported the customer had a kidney infection from their high blood glucose. The customer was treated with an IV and antibiotics for their pain and nausea. The mother reported the customer was wearing the insulin pump at the time of hospitalization. The mother also requested the correct cannula size for their infusion set. The insulin pump will not be returned for analysis.